Manufacturer narrative:
Additional narrative: an additional evaluation was conducted by synthes (B)(4) and the report indicates: device was inspected and visual examination confirmed part of the tip had broken off. The surgeon noticed the broken tip prior to surgery and although the exact cause for the broken tip could not be confirmed, the damage is most likely the result of mishandling during previous surgery or during maintenance. The manufacturing documents were reviewed and no complaint related issues were found. No product fault could be detected.

Event description:
This is 1 of 1 report for the same event reported on complaint (B)(4).

Event description:
A hospital in (B)(6) reported the surgeon attempted to use the rongeur and noted it was damaged. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.